Event description:
The scope was sent to olympus as a result of a prior recall. The manufacturer made a change to scope and it was returned earlier this year a duodenoscope was reprocessed after an endoscopy procedure. It was put in the cu reprocessor for two complete cycles as this our practice for all duodenoscopes. It was then hung for storage and retrieved the following day. When it was retrieved, fluid was noted to be coming from the distal tip. The scope was tested for atp after manual cleaning and prior to hld. It passed. The scope was taken out of service and returned to olympus. Manufacturer response for duodenoscope, (brand not provided) (per site reporter): the manufacturer will report back to us with their findings. A pre-lim report by olympus also noted it passed their pressure testing.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: side viewing duodenoscope.

Event description:
The scope was sent to olympus as a result of a prior recall. The manufacturer made a change to scope and it was returned earlier this year a duodenoscope was reprocessed after an endoscopy procedure. It was put in the cu reprocessor for two complete cycles as this our practice for all duodenoscopes. It was then hung for storage and retrieved the following day. When it was retrieved, fluid was noted to be coming from the distal tip. The scope was tested for atp after manual cleaning and prior to hld. It passed. The scope was taken out of service and returned to olympus. Manufacturer response for duodenoscope, (brand not provided) (per site reporter): the manufacturer will report back to us with their findings. A pre-lim report by olympus also noted it passed their pressure testing.